Event description:
Abbott diabetes care received a medwatch report in which a customer reported they encountered an issue with three adc devices. The customer indicated that the sensors were "defective" and "permanently lost signal to the app." No further information was provided. Based on the information provided, there was no report of serious injury associated with this event.

Manufacturer narrative:
This complaint was received via user report however, the reported product is not expected to be returned as reporter indicated the device was discarded. At this time valid serial numbers have not been provided. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Clinical data was reviewed and confirmed that freestyle libre sensor continue to be safe, effective, and perform as intended in the field. A tripped trend review was completed for the reported complaint and fs libre sensors, and there were no adverse trends that indicate any potential product related issues. This is an initial final report. This complaint was received via user report and has been reported to FDA. All pertinent information available to abbott diabetes care has been submitted. In the event that unanticipated product is received, a physical investigation will be performed per adc's established processes and procedures and a follow-up report will be submitted upon completion of investigation. The consumer reported issues with 3 sensors, all with unknown serial numbers. This report covers all 3 sensors. All pertinent information available to abbott diabetes care has been submitted.